Event description:
Additional information later reported that the patient had recent pump re-implant due to infection.

Manufacturer narrative:
Corrected information: conclusion: no longer applicable.

Event description:
It was reported the pump incision opened with purulent drainage and the pump itself was exposed. The entire system including the catheter was removed. The patient status at the time of the report was reported to be alive, no injury. It was further indicated that per the healthcare provider (hcp) the patient fell directly on the pump and then after that the pump incision soon opened approximately one inch. The patient did not report the fall to the hcp until (B)(6) 2014 and it was unclear whether this actually caused the incision to open. The hcp explanted the entire system and will re-implant at a future date. It was noted therapy was discontinued, the pump removed and the plan was to replace once infection has resolved in a few weeks. The pump was used to deliver morphine. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent..

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).